Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-01439. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events rupture was received on (B)(6) 2025, with lot number 2603378. Based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
The patient's healthcare professional reported a right-side rupture. Physician has further reported ¿prosthetic rupture diagnosed by ultrasound, MRI, clinical examination and confirmed during surgery¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, h6. Clarification for b3 partial onset date given.

Event description:
The patient's healthcare professional reported a right-side rupture. Physician has further reported "¿prosthetic rupture diagnosed by ultrasound, MRI, clinical examination and confirmed during surgery¿. The device has been explanted and replaced with a non-allergan device.